Event description:
It was reported that the patient had face surgery involving the use of cautery and magnet application. The implantable cardioverter defibrillator (ICD) device triggered lead integrity alert (lia) associated with erroneous device diagnostic data for impedance measurements and short interval counts (sic) counts during the time of the face procedure. Additional diagnostic data was missing. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).